Manufacturer narrative:
The customer informed the getinge sales and service unit on 2025-12-06 that the patient data will not be provided.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 rpm displayed the error message "safety-s". The event occurred during treatment. The pump was exchanged with a backup pump. No harm to any person has been reported. The reported behavior caused an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The customer did not request a service through getinge, since the failure was solved by restarting of the device. The device was kept under observation and the error message was not displayed again. The most probable root cause was that the position of the pump head was unknown. Further the failure can be linked to the following most possible root causes according to the hl 20 risk assessment: fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) - defective tacho, relay or pump belt the device was manufactured on 2024-01-11. The device history record (DHR) of the hl20 (material: 701043262, serial: (B)(6) was reviewed on 2025-12-24. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
A getinge field service technician will be sent onsite for further investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted. Note: the event occurred on the chinese market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701043262.

Event description:
The event occurred in china during treatment. It was reported that the hl20 rpm displayed the error message "safety-s". The pump was exchanged with a backup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior caused an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).